Event description:
While attempting to retrieve a tulip filter, the hub fell off of the sheath (see also 1820334-2008-00340). The physician was unable to use it and had to use a separate sheath. Then the plastic proximal end broke off the retrieval wire while trying snare the filter. Pt is fine.

Manufacturer narrative:
No product was received to assist in this investigation. Each device is shipped with instructions for use listing the anatomical requirements, warnings, precautions, and the correct retrieval procedure. It is likely that the "plastic proximal end" as described by the customer is what we refer to as a pin vise. The pin vise can be loosened for adjustment and can separate from the retrieval wire if not adequately tightened. There is no evidence that other devices are affected. However, we have notified the appropriate individuals and will continue to monitor for similar events.